Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while inserting the trocar under direct visualization during a laparoscopic hernia repair, the top of the obturator broke off and fell into the patient¿s cavity which caused the surgeon to apply pressure without backward pressure and lead to an uncontrolled insertion. The device perforated the colon and required the surgeon to transition from a laparoscopic hernia repair to an open case to repair the perforated bowel. It was stated that the obturator was retrieved by converting to an open procedure. The surgery took approximately 25 minutes longer than it would have and was converted to open. The patient did not require and extended stay or have an infection related to the incident. It was also stated that the event resulted to tissue damage and incision extension to more than 1 inch. The patient incurred a temporary injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the obturator top was disengaged from the shaft. The trocar, cannula, circular and duckbill seals appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.